Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet had foreign particulate matter on the spike connector. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device and a photographic sample were received for evaluation. The returned photograph was reviewed, and it was noted that there were dark embedded specks of foreign object matter. A visual inspection was performed on the actual sample, and a dark particulate on the spike flange was observed. A stereomicroscopy was performed on the actual sample, and at least one particle was observed in the sample. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to contamination during the manufacturing packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.